Event description:
It was reported that the right-ventricular (rv) exhibited failure to capture and elevated capture threshold. As a resolution the rv leas was capped and replaced on (B)(6) 2025. The patient condition was stable.